Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon ivc filter retrieval and examination, the health care provider allegedly noticed a missing filter strut. Fluoroscopic examination and spot imaging revealed no radiopaque foreign object post filter removal. Further, there was visual examination of all items involved in the procedure, still the missing strut was not found. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon second filter retrieval attempt, the ivc filter was examined where the health care provider allegedly noticed a missing filter strut. Fluoroscopic examination and spot imaging revealed no radiopaque foreign object post filter removal. Further, there was visual examination of all items involved in the procedure, still the missing strut was not found. There was no reported patient injury. New information received: it was reported approximately six months post filter retrieval, the patient presented to the emergency department with complaint of edema and fatigue. CT scan demonstrated a metallic fragment within the right atrium. An echo was performed which demonstrated a linear object in the right atrium which was not mobile. The patient was discharged approximately three days post hospital admission.

Event description:
It was reported that upon second filter retrieval attempt, the ivc filter was examined where the health care provider allegedly noticed a missing filter strut. Fluoroscopic examination and spot imaging revealed no radiopaque foreign object post filter removal. Further, there was visual examination of all items involved in the procedure, still the missing strut was not found. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for retrieval difficulties and detached limb as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the reported event details, the filter hook was against the inner wall of the ivc which most likely contributed to the retrieval issues. However, the definitive root cause is unknown.